Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose values was 142 mg/dl and the sensor glucose was 61 mg/dl. The customer also mentioned 189 mg/dl. The customer reported physical damage to insulin pump. The customer also reported calibration error and change sensor alert. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was below 61 mg/dl. Suspend on low limit in sensor settings was 65 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.